Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, yellow particles inside the device and crack opening. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack and crease smooth in the anterior. Based on the device analysis the final assessment is a crack opening on diaphragm valve, due to cracked valve seat diaphragm valve and a crease smooth opening on posterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.